Event description:
It was reported that the patient never experienced therapeutic effect. She had her device reprogrammed, which improved her symptoms. Then all of a sudden her device no longer helped her. Her physician found that one of her leads "came out" and a revision was performed. Further information is being requested from the hcp.